Event description:
A luminant anterior tilt position rod was crushed while a pt was in contact with the unit. Pt demographics was not provided however, there was no injury involved with this complaint.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.